Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: evaluation revealed the conical extractor to be the primary product. No deviations were found during review of the inspection documents (DHR). The item returned was documented as faultless prior to distribution. The significant ball imprints found on the surface of the reception area of the conical extractor indicate that the user tried to assemble / disassemble the ao-coupling in locked mode with strong forces, such as using a mallet. This is regarded as not intended use. The adapter design was changed in 2009. The new design prevents an over-slide of the connection balls, not a misuse during disassembling in locked mode.

Event description:
It was reported that during an extraction the extraction handle female threading device became stuck.

Event description:
It was reported that during an extraction, the extraction handle female threading device became stuck.